Event description:
Reporter states that on two separate occasions his wife's dexcom cgm needle failed to retract and was stuck in her abdomen. He used the adhesive from the device to remove the fragment from her belly. Reporter states that he's read online that many others have had the same incidence with the dexcom g6 and can't understand why the FDA continues to approve this device.